Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred with multiple cartridges during bolus deliveries. In addition, the insulin gauge was inaccurate. The customer reverted to manual injections for insulin therapy. The customer's blood glucose level was 427 mg/dl.